Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) recorded out of range intrinsic amplitude measurements on the right atrial (ra) lead resulting in an alert in the remote home monitoring system. Additionally, review of presenting electrograms (egms) this crt-p exhibited frequent farfield r-wave oversensing on the atrial channel. Further review was recommended. No further assistance was requested. No adverse patient effects were reported. This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted.